Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Other than reported, the delivery system was returned without the stent. However, the local staff confirmed that the stent separated from the balloon after the reported event. The technical investigation showed that the balloon is still well folded. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion in a moderately tortuous part of the proximal lad. The device could not pass the lesion.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion in a moderately tortuous part of the proximal lad. The device could not pass the lesion.